Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced presyncope, pallor, shaking, dizziness, diaphoresis, and vomiting. The parent called an ambulance. At an unspecified moment, the cgm was reading 94 mg/dl and the blood glucose reading was 43 mg/dl. The patient was treated at the hospital with d10. The patient was reportedly discharged after several days. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).